Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise due to suspected sub optimal electrode to header contact. The noise was able to be reproduced in clinic. The device was then reprogrammed to the secondary vector to mitigate further noise. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise due to suspected sub optimal electrode to header contact. The noise was able to be reproduced in clinic. The device was then reprogrammed to the secondary vector to mitigate further noise. This system remains in service. No adverse patient effects were reported.